Event description:
It was reported that the MRI implantable pulse generator (ipg) did not have the radiopaque identifier. The hospital did not want to scan the patient without this identifier. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).